Event description:
The lesion being treated was a calcified, and 70% stenotic lesion located in a non-tortuous, 8 mm diameter left common iliac artery. The physician used a 6x45 introducer sheath and a 7x45 introducer sheath with a 260 cm guidewire via a right groin access puncture site to access the lesion. No guide catheter was used. The lesion was predilated with a 7x2mm balloon. The express-biliary ld, pmtd, 8.0x30x75cm stent did not move on the delivery balloon during preparation and there were no difficulties navigating the system through the sheath. The physician experienced resistance and difficulty crossing the lesion requiring him to use excessive force during the advancement of stent delivery system. There was difficulty withdrawing the device from the lesion, but no attempt was made to pull the stent back into the introducer sheath. The stent dislodged in the ostial left common iliac artery. The physician used a small diameter 4x2 mm balloon to reposition the stent at its final deployment location in the right common iliac artery. The stent was successfully deployed and completed expanded. The patient status during this event was "good without symptoms." The procedure was successfully completed. The "patient needed the right iliac stent anyway." The patient's status currently is reported as "excellent."